Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has previously received six inappropriate shocks due to t-wave oversensing. The patient received two additional inappropriate shocks before the system was evaluated. System evaluation indicated that there was device movement with extension of the patient's left arm. A revision procedure was planned, however the entire system was subsequently explanted. No additional adverse patient effects were reported.